Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to infection. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This report is filed september 26, 2012.

Manufacturer narrative:
(B)(4).